Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include infections, recurrence of incontinence, chronic vaginal pain and painful sexual intercourse.